Event description:
The clinic has experienced prismasate replacement bags run empty without warning on two different prismaflex machines, causing air to be sucked into the set. The customer reported that this has happened on both the replacement and dialysate bags. The facility uses prismasate bags. The lot number and catalog number of the bags involved was not known. The failure of prismaflex to alarm "empty bag" is sporadic. The facility has changed the ratio of replacement of bags from 70 percent pre and 30 percent post to now 50 percent pre and post. This seems to have reduced the problem, but the customer couldn't be sure is this was not due to the nurses paying closer attention to the fluid level in the bags. In both incidents, the machines' air bubble detector correctly detected the air in the extracorporeal circuit, alarming and closing the return clamp.